Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description and image review. Approximately 3 years post implantation there is a linear radiopaque structure projecting over the cardiac apex. CT scan from the same day demonstrated this radiopaque fragment intimately associated with the myocardium, likely of the right ventricle. Unfortunately, on the single images provided, the exact location of the fragment is difficult to determine, but it appears embedded within the myocardium. Follow-up x-ray of the abdomen, date unspecified, now demonstrates the filter in similar location to prior x-rays. However, on this x-ray image, there are only 3 primary filter legs present, indicating the linear radiopaque structure within the myocardium is most consistent with a fractured primary filter leg. Per the complaint report, the patient presented with abdominal pain and was diagnosed with urosepsis due to pyelonephritis. There is no description of any symptoms related to the embolized filter fragment within the heart. Furthermore, there is no elaboration on the patient¿s history that could potentially explain the fractured primary filter leg. There have been cases describing the development of penetration with abdominal surgery, but no cases reported of known trauma or surgery leading to filter fracture with distal embolization. Filter fracture and distal embolization is a known complication of ivc filters, albeit very rare. Fortunately, in this circumstance, the patient appears to not have presented with any issues related to the filter fracture and embolization to the heart. It is noted, that the remainder of the filter was removed, but since no view of the fragments, the patient was referred to a cardiothoracic surgeon. However, no imaging of/after removal was provided. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. No evidence to suggest that this filter was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Investigation is still in progress.

Event description:
Additional information received 25oct2017: the remainder of the ivc filter was removed with no further complications. During the echocardiogram, there was no view of the filter fragments. They are now concerned that they are in the pericardium. Patient outcome: the patient was referred to a cardiothoracic surgeon.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog #: igtcfs-65-1-uni-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "the patient showed up at the ER on (B)(6) 2017 with nondescript abdomen pain. The patient underwent CT and a fractured tulip ivc filter was discovered in the abdomen with fragments embedded in the cardiac muscle." Patient is admitted, stable yet septic, due to pyelonephritis. Further evaluation of the filter is on hold until resolution of unrelated sickness. Patient outcome: no adverse effect on the patient, due to this occurence, has been reported